Event description:
During pull back of pigtail across aortic valve, the waveform change on the patient monitor of invasive blood pressure had an approximately five (5) second delay or lag in display as compared to actual physical location change of the catheter. This monitor "latency" has been noted on ECG as well.